Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse, mixed urinary incontinence, a rectocele, and an enterocele. The patient underwent the concurrent procedures of hemorrhoidectomy, rectopexy, and bilateral salpingo-oophorectomy during mesh implantation. It was reported that the patient underwent vaginal mesh revision due to extrusion on (B)(6) 2010. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2010 due to extrusion, mixed urinary incontinence and urinary urgency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2010 due to urgency, and frequency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bso, hemorrhoidectomy and rectopexy. It was reported that the patient underwent autologous pubovaginal sling, laparotomy with extensive adhesiolysis, enterotomy closure with small bowel resection, revision abdominal sacrocolpopexy (asc) with revision of the vaginal closure and removal of previous mesh, incision and drainage of pelvic hematoma/abcess, and right ureterolysis on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08393. The same patient is represented in each medwatch.